Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is in complete heart block with a ventricular rate of fifty beats per minute. It was also reported the right atrial (ra) lead had the following issues, known fracture, high undefined impedance and no capture. The lead was programmed off. The right ventricular (rv) lead reportedly had the following issues; high undefined impedance and no capture and potential fracture. Intervention for the rv lead is planned. The leads remain implanted. No further patient complications have been reported as a result of this event.